Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection, as well as oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right atrial (ra) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) reviewed the noise episodes and discussed the potential for oversensing related to the minute ventilation feature. The respiratory rate trend feature was programmed off and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right atrial (ra) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) reviewed the noise episodes and discussed the potential for oversensing related to the minute ventilation feature. The respiratory rate trend feature was programmed off and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.